Manufacturer narrative:
On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned sample ce med height te 550cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed three (3) tears on the anterior view, tear (a) between the union of the shell and bladder, tear (b) measuring approximately 0.7 cm, and tear (c) measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the tears, and parallel striations were found in the whole area of the tears (b) and (c). Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. The cause of the tear (a) could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, microscopic examination of the tears (b) and (c) indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reached on the cause of the tear (a), the instructions for use contain the following caution: the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with a ce med height te 550cc experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4) .